Event description:
Affiliate reported that the patient suffered indisposition. The device was programmed but the patient still had problems thus they checked the valve. The surgeon explained that there was a rupture between the valve and the siphon device. As a result the device was revised.

Manufacturer narrative:
Upon completion of the investigation it was noted that the siphon guard was no longer attached to the valve. Although it is not possible to determine how the siphon guard became detached it might be possible that the device came in contact with the edge of a sharp instrument. This however could not be confirmed. Noted in the instructions for use it warns health care users to use extreme care when handling as silicone has a low tear resistance. Functional testing verified that the device failed the programming and pressure test. Biological debris was seen throughout the device and appears to be the problem reported by the customer. A review of the device history records was not possible as the lot number was not provided. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.